Event description:
The surgeon attempted to insert a cq2015 three piece collamer intraocular lens. The lens haptic tore prior to insertion into the eye. No pt injury. The cause of the lens tearing was due to the lens being mis-loaded.